Manufacturer narrative:
The device was returned for analysis. The reported rupture was confirmed as a pinhole rupture. The noted scratches to the balloon are likely confirmed to procedural circumstances. Additionally, scratches were noted on the balloon surface. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that procedural circumstances are the likely cause of the reported difficulties. The noted scratches to the balloon are likely due to procedural circumstances. It is likely that the rupture occurred due to interaction with the lesion calcification causing damage to the outer surface of the balloon resulting in rupture during inflation. The noted scratches are consistent with operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial artery. The armada balloon dilatation catheter was advanced to the lesion without issue; however, the balloon ruptured at 6 atmospheres. The balloon was simply removed and replaced with another armada balloon of the same size. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.